Event description:
It was reported that a piece of plastic came off the instrument. No one else witnessed this and the "piece of plastic" was never found. There were no reported ill-effects to the pt. Procedure:unk. Pt sex: unk.